Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed to charge for the delivery of energy and displayed a service required message during care of a patient. The user switched to a different defibrillator and got a "no shock advised" message. The patient had return of spontaneous circulation. There was no negative impact to the patient.